Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during a biliary stent placement procedure performed on (B)(6) 2010. According to the complainant, the stent was placed for a benign mid biliary stricture secondary to a liver transplant. A sphincterotomy was performed during the procedure, and the stricture was pre-dilated with a balloon. The stent was deployed in a satisfactory position across the stricture. On (B)(6) 2010, post study stent placement, the subject experienced pain in the right upper abdominal segment. The pain was treated with medication, and was reported as resolved without residual effects on (B)(6) 2010. On (B)(6) 2010, the patient experienced post ercp ((endoscopic retrograde cholangiopancreatography) pancreatitis. The patient received no treatment, and this event was reported as resolved without residual effects on (B)(6) 2010. The patient was discharged from the hospital on (B)(6) 2010, and the stent remains implanted. The investigator provided a causality assessment of probable for both events.

Manufacturer narrative:
(B)(4) - post ercp pancreatitis. Foreign source: (B)(6). Study source: (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.